Manufacturer narrative:
The device sample was returned for eval, however, the results of the eval are not available at the time of this report.

Event description:
The event is reported as: the customer reports that the fibers are coming off the product. Product is loose in construction and could potentially leave fibers in operative site. No pt injury reported.